Manufacturer narrative:
No unexpected motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads noted, cracked reservoir tube lip, scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 176 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.